Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient was being seen for acute heart failure symptoms. The lactate dehydrogenase (ldh) values were trending upward to 1600 u/l. An echocardiogram showed moderate to severe tricuspid regurgitation, moderate mitral valve regurgitation, mild aortic insufficiency, and the aortic valve closed. The inflow cannula was unobstructed. The ldh decreased to 1520 u/l with IV fluids and a heparin infusion. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The system controller log files were reviewed by technical service. No anomalies associated with lvad operation were reported. Similar incidences have been reported. A corrective and preventive action (CAPA) has been initiated to investigate the issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.